Event description:
It was reported a patient had allergic reaction when putting the aligners in the mouth. The patient experience ulcers and inflammation. Symptoms began immediately when patient put the aligners on. Based on doctor's professional opinion, allergic reaction is considered a serious injury. Patient was not referral to another type of doctor. Were not prescription medications to treat the reaction. Patient has been washing with dish soap the aligners before putting them on with no difference with symptoms. Patient is not fully recovered, patient still wearing aligners she is likely allergic too. Doctor suspect that patient is allergic to the final wash of aligners during manufacturing process. Doctor is requesting a refinement without final wash process.